Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) unit could not be reset to zero, and no pressure curve was displayed. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, e1(email), g1(contact person-mfg site), g3, g6, h2, h3, h6 codes(investigation findings, conclusion, types), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported external ECG input signal temporarily interrupted. For troubleshooting the ECG input cleaned and tested. No fault detected, connector fully functional. Contact problem was caused by the jack plug. All functional test completed. The processor board was replaced because the nvram real-time clock was more than 8 years old (routine replacement) and was firmly soldered.

Event description:
N/a